Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-2325pslc suture anchor broke during insertion. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation of the pictures of an ar-2325pslc attached to the complaint. It is inferred that the swivelock screw was damaged at the distal end at the tip. The probable cause of the event could not be determined from the information available and without device evaluation.